Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 512mg/dl and 400mg/dl. Customer states that they had blood glucose of 248mg/dl, 250mg/dl, 270mg/dl, 400mg/dl and 512mg/dl as well as current blood glucose was 347mg/dl. Customer advised to monitor the high blood glucose. Customer treated high blood glucose with manual injection with her insulin pen. Insulin pump will not be return for analysis.